Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is a reportable malfunction. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Photographic images made. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 705380. Device history record reviewed. Evidence that product in specification when used. Undetermined.

Event description:
Allegedly screwdriver tip broke off into head of the screw.